Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead was not capturing appropriately. In addition, both high and low out of range impedance measurements were displayed. Isometrics reproduced intermittent loss of capture in different patient conditions. An x-ray was performed. No fracture could be observed. A revision procedure was performed. The pacemaker pocket was opened and the setscrews were disconnected and reseated into the device header. Measurements with the pacing system analyzer revealed similar observations. A decision was made to replace the lead. This lead was removed and replaced successfully. Reportedly when this lead was implanted ten months earlier, a angioplasty guidewire (model/lot information unknown) was used to support the lead in an anatomic position and was left in the lead. The lead with the guidewire inside will be returned for analysis to determine if the guide wire may have fractured the lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead with the guidewire inside were returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt, dried blood/body fluid was noted throughout the lead's lumen. The lead was returned with the guidewire stuck in the lead's lumen. An x-ray of the lead confirmed the lead was fractured at 320 mm and 398 mm from the lead's tip. The guidewire was also fractured at these same areas. Analysis concluded that when the guidewire fractured inside this lead, this caused the lead to fracture at the same areas.